Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a starclose device after a left heart catheterization procedure. Reportedly, on removal of the dilator and entry guidewire, there was free flow of arterial blood through the starclose sheath [leak]. Inspection revealed displacement [break] of the hemostatic valve on the exchange sheath. The delivery system ("clip applier") would not latch to the exchange sheath (step 1). A new starclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty cannot be determined. The treatment appears to be related to circumstances of the procedure. In this case, it is possible the bleed back valve was likely inadvertently displaced (break) with the dilator during attempt to load the dilator into the exchange sheath. Displacement of the valve would have contributed to the reported bleeding through the hub and the displaced valve would have prevented or made difficult the insertion of the clip applier through the sheath and attach the sheath to the device; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning updated from yes to no.